Manufacturer narrative:
Product complaint # (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had been treated with delta-motion tri-lock hip prothesis (B)(6) 2012. Now without trauma the 40 mm biolox delta ceramic head had been explouded to hip. Now revised with new head by hospital. No implant for sending. 10 years after surgery, revision surgery (B)(6) 2023 reason for revision surgery. --> implant failure head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "patient had been treated with deltamotion trilock hip prothesis 27.8.2012 . Now without trauma 40 mm biolox delta ceramic head had been explouded to hip. Now revised with new head by hospital. No implant for sending". The product was not returned to depuy synthes, however photos were provided for review. See attachment: nuppi3.jpg, nuppi.jpg and nuppi2.jpg. Visual analysis of the radiographs confirmed the reported allegation. The circumference of the delta modular head 40mm appears to be fractured in half, no fragments are visible in the evidence provided. With the information available is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. No additional previous reports against the provided product code/lot code combination were found. Based on the inability to find any additional related reports against the provided product code/lot code combination and the fact that none of the parts were rejected during the manufacturing process, it is reasonable to conclude that there are no anomalies with regard to material, manufacturing, inspection or sterile processing contained in the manufacturing records that would contribute to the reported event the overall complaint was confirmed as the observed condition of the delta modular head 40mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the review of the work order found nothing indicative of a device nonconformance. Additionally, a worldwide complaint database search found no additional related reports against the provided product code/lot code combination.